Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 8oct2018. The product support troubleshot the issue with the customer over the phone. The customer reported that the unit has 57 psi per the pneumatic screen. The customer reported that the tank was empty and the customer relieved pressure between the o2 manifold and the unit. The customer replaced the o2 tank with full tank and the o2 unavailable went away. The customer was advised by the pse to run a full performance verifications test and exercise the o2 operation to ensure no issues are duplicated. There was no device malfunction; the o2 supply was found to be empty.

Event description:
The customer reported that during patient use, the unit was alarming oxygen (o2) not available with tanks connected. It was reported that the ventilator was in use on a patient at the time of the event occurred. The patient was transferred to an alternate ventilator with no harm. The event date was not specified; estimate used.